Event description:
Fill volume: 150 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port. A report of fast flow was reported a pharmacy. Details of the issue as reported are, the homepump c-series elastomeric device should have delivered the dose over 30 hrs (per md order). The pt reported and the nurse confirmed that the dose completed in 24 hrs which is beyond the devices error margin of +/- 15%. The pt was reported as doing fine; without any injury due to the incident. The pump was started on 05/17/2014 0900 hours and was completed on 05/18/2014 at 0900 hrs (24 hrs).

Manufacturer narrative:
Method: the device was reported to be discarded. A review of the device history records (DHR) was performed for the lot number provided. Results: as a device was not available for an eval no methods were performed; and results cannot be obtained. Per the device history record review the lot met all manufacturing specifications at release. Conclusions: the device was not returned to I-flow for eval. Therefore, we are unable to determine a cause for the reported event. Based on the reported info the fill volume of the pump was 150 ml's. Based on the dfu delivery table, if the pump is filled to 146ml the delivery time would last approximately 24 hrs, however the customer reported their expected infusion to be 30 hrs based on their fill volume of 150 ml. Info from this incident will be included in our product complaint and MDR trend reporting system. Trend info is used to identify the need for add'l investigations.